Manufacturer narrative:
The unit was tested on (B) (6) 2010 prior to patient placement and met specifications. A device evaluation was performed upon return. Inspection, testing and evaluation of the unit did not reveal any evidence of a defect or malfunction with the device. The device functioned as intended by alarming when the tubing became occluded. The therapy log revealed the unit was turned off for eight hours during early morning on (B) (6) 2010. The sensat rac pad was not available for evaluation. Although the system was alarming properly due to an occlusion in the tubing, the dressing and tubing was not changed for two days. Vac therapy dressing application instructions warns, 'never leave a v.a.c dressing in place without active v.a.c therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c dressing....and restart v.a.c therapy; or apply an alternative dressing at the direction of the treating physician." And, "v.a.c dressings are to be used only with v.a.c therapy units." This event is reportable as vac therapy cannot be ruled out as a potential factor in the reported graft failure.

Event description:
It was reported that a patient receiving vac therapy for two grafted wounds on the toe and heel allegedly experienced a failed graft on the toe wound. It was reported that on the fourth day of therapy ((B) (6) 2010), the tubing allegedly became clogged, causing the unit to alarm for blockage and low pressure. The nurse reported that although the unit was alarming the foam was drawn down (compressed) indicating the patient was receiving negative pressure to the wound. The two wounds were bridged together. When the alarm could not be resolved, the dressing was attached to wall suction until the dressing was changed two days later on (B) (6) 2010. Upon dressing removal, it was noted the graft had not taken. It was not reported that the heel graft wound was not affected. The patient resumed vac therapy to promote granulation tissue formation in anticipation of another skin graft being placed.